Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The litigation alleges the patient continues to suffer from weakness.

Manufacturer narrative:
Depuy still considers this investigation closed at this time.

Event description:
Update (B)(6) 2016- pfs and medical records received. After review of the medical records for MDR reportability, no revision has still taken place. This complaint is for the left hip. There is no new additional information that would affect the existing investigation.

Manufacturer narrative:
Additional narrative: the litigation alleges the patient continues to suffer from weakness. Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed. Should additional information be received the investigation will be reopened.